Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'no flow' was not verified. The reported problem could not b evidenced through a review of the event history log. The device was sent for flow testing at rates of 40ml/hr and 125ml/hr with flow accuracy error percentage results of 0.395% and -0.914% which are within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no flow during therapy in the intensive care unit. Nicardipine and norepinephrine were the medications the device was programmed to deliver a volume to be infused (vtbi) 200 ml, at a flow rate starting rate 5 mg/ hour or 25 ml/ hour titrated to response, and the dose 40mg/ 200 ml 0.83% sodium chloride. The primary infusion was programmed, and the height of the soft plastic intravenous bag was approximately 14-18 inches. There was no known patient injury or medical intervention associated with this event. No additional information is available.